Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014; dtba1d4 crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged after more than a year in service. The lv lead was removed. No patient complications have been reported as a result of this event.